Event description:
The patient reported that the previously working remote monitor did not power on. Troubleshooting steps were taken to no avail. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.